Event description:
Event report number (B)(4) received by FDA through medwatch program and forwarded to conceptus for review. Event description: essure implants were improperly inserted; one implant came out and is in an incorrect location. Report stated that pt needed to have laparoscopic surgery to remove incorrectly located implant and correct the result of the initial procedure. No additional info was provided.